Event description:
During the time and date of pt testing, we were having sensor lead problems with our tosho instrument. This problem was reported to tosho tech support and they replaced the instrument. After pt testing was done,with this problem going on at the time of proficiency testing, the instrument didn't read tsh and ft4 analysis. We failed pt testing (tsh, ft4) proficiency testing done in,2007, instrument was not reading samples, and was replaced after proficiency testing. [See scanned pages].